Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 1 unknown screw. Implant date unknown. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number or part number was provided. Placeholder.

Event description:
This report is from synthes (B)(4): for 1 unknown screw where it was reported that a patient with severe neuro scoliosis was implanted with screws, locking caps and rods on an unknown date. The screws were placed and final tightened with the locking caps. After tightening, the neuro monitoring system showed that there were no signals in the patients lower extremities. Surgeon experienced difficulty while loosening all of the 18 locking caps. Surgeon was able to open 16 of the locking caps after a period of 20 minutes, however, 2 locking caps would not open. One of the rods had to be cut. It was reported that the signals returned on the monitoring system. The product has not been returned for investigation and no further information was provided. This is report 6 of 7 for complaint (B)(4).